Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the similar cases in the past, the burning to the patient might be caused by activation while coming in contact between any parts of the target tissue and the unintended tissue or between fluids ( such as mucous) and the snare of the subject device. The instruction manual of the subject device warns; do not activate output when any part of the target tissue (a polyp head, for example) is in contact with tissue that is not intended for resection. This could burn the non-target tissue. Aspirate fluids (such as mucous) that adhere to the snare loop and body cavity tissues. If output is activated while these fluids are on the tissue, perforation, bleeding, mucous membrane damage and thermal injury of could occur.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the tissue of the patient was burned by the subject device during colorectal an endoscopic mucosal resection. The burned tissue was not the tissue which was attempted to resect by the doctor. The doctor clipped the burned tissue. The doctor completed the procedure with the subject device.